Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) was advanced and deployed. After a recapture of the wds, the wds was found to be kinked and subsequently removed. It was noted the wds could not be flushed after it was removed from the patient body. A new 31mm wds was used to complete the procedure, and the closure device was implanted. The procedure was concluded, and the patient was stable post index procedure.

Manufacturer narrative:
H6: component code changed from part/component/sub-assembly term not applicable to cover and tip h6 evaluation method code changed from device not returned to testing of actual/suspected device, with analysis of production records code added h6: evaluation result code changed from no device problem found to deformation problem and operational problem identified h6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device device evaluated by MFR.: the returned watchman closure device and delivery system (wd) was analyzed and the reported event of device damage and difficulty flushing the device was confirmed, as the sheath was kinked and thrombus was observed wrapped around the implant, which caused the difficulty flushing. There was also tip damage. Device analysis consisted of functional testing, which was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device could not be flushed. The implant was deployed, and thrombus was observed wrapped around the implant. The device was then able to be flushed. Microscopic inspection revealed there was tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. Visual inspection revealed numerous kinks in the sheath. The difficulty flushing was determined to be the result of a thrombus, which was found wrapped around the implant during lab analysis. After removal of the thrombus, the device was able to be flushed successfully.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) was advanced and deployed. After a recapture of the wds, the wds was found to be kinked and subsequently removed. It was noted the wds could not be flushed after it was removed from the patient body. A new 31mm wds was used to complete the procedure, and the closure device was implanted. The procedure was concluded, and the patient was stable post index procedure.